Manufacturer narrative:
Sections with additional information as of: (B)(6)-2021 h6: updated FDA's type of investigation, investigation findings, and investigation conclusions h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications most likely underline root cause mlc-058 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern. Unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from back to back blood test results of 147 and 90mg/dl. Customer was not using the proper back to back testing technique. Advised customer to use a different finger on same hand when conducting a back to back test. The customer¿s expected am fasting blood glucose test result range is 70-95mg/dl; customer was not concerned that 70mg/dl is clinically significant. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer¿s expiration date is 03/31/2022 and open vial date was not disclosed. The product is not stored according to specification (kitchen). The customer did have another vial of test strips, same lot number, that had been stored and handled correctly. The customer declined to perform a back to back blood test during the call. The meter memory was reviewed for previous test result history: (B)(6).